Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead was suspected to have dislodged. The physician looked at the electrograms and suspected the lead had dislodged and fallen into the ventricle and high thresholds was also identified. The ra lead also failed position check. Threshold tests of the atrium exhibited pacing spikes on the ventricular channel. The physician completed lead revision and the ra lead remains in use. During the ra lead revision they disconnected the right ventricular (rv) lead to ensure proper function and to add slack to lead. When the physician went to put the rv lead back they encountered issues with the set screw, the set screw would not engage. They replaced the set screw and reinserted the rv lead but when the device was tested the impedance on the rv lead was high and undefined and there was no capture at max output. The physician replaced the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.